Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with intravenous injection of vancomycin (1 gram, every five days, duration not reported) and injection of meropenem (1 gram once a day, route and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and action with pd therapy was ongoing. No additional information is available.